Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure display issues occurred. The lesion being treated was located in the left circumflex artery. After rotablation with a maximum speed of 60,000 rpm the speed was reduced to 10,000 rpm. At that time the screen of the console went black and the speed was lost. The physician reconnected the power supply, but that did not resolve the issue and the rotational atherectomy procedure was discontinued. The procedure was completed with a different device. There were no patient complications reported and the patient status is stable.